Event description:
The manufacturer received information alleging the device was not giving the requested parameters. The user experienced difficulty in breathing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a failed test step. There was no harm or injury reported. The ventilator was returned to manufacturer for evaluation and the customer's complaint was not confirmed. The device did not fail any test steps. During the evaluation, service required codes were observed in the downloaded event log. The machine flow sensor, system board, blower assembly needs to be replaced to address the issues. There was evidence of contamination.

Manufacturer narrative:
The manufacturer previously received information alleging the device was not giving the requested parameters. The user experienced difficulty in breathing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The previous follow up-1 was filled mistakenly, the follow up-2 correction of the previous one.